Event description:
Nurse spiked a one liter sterile bag of saline using IV set. The rn primed the tubing and visually saw a particle inside the air trapping chamber. Particle appears as a "sliver" and is long (about 1/2 inch) and very slender, and in a semi-circular shape. Nurse reported to pharmacy and pharmacy submitted variance and notified b braun.

Event description:
Add'l info rec'd from MFR 9/20/04: laboratory test results. The device has not been returned to b. Braun for evaluation. The reporter indicated the actual device was given to their sales rep. It has since been misplaced by the sales rep. A historical review, dating back to 2000, indicated no other complaints of this type against this item. This product is manufactured in the facility under controlled conditions, and the clean rooms are stringently monitored for particulate contamination. In conclusion, since no sample is available for testing and no other complaints of this nature exist, a complete investigation could not be performed.